Manufacturer narrative:
Batch review performed on 13-september-2023. Lot 189017: (B)(4) items manufactured and released on 01-marc-2019. Expiration date: 2024-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 years from the primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon revised the liner (from 14mm to 17mm) and resurfaced the patient's natural patella. The surgery was completed successfully.